Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced left sided weakness that required emergency department visit. A week after a pulmonary vein isolation (pvi) procedure, the patient presented to the emergency room with left sided weakness. The patient was sent to imaging and was determined as unremarkable. The physician classified the injury as a neurovascular event; however, the specific type could not be confirmed. The patient¿s visit to the emergency room led to the discovery of the event. It was unknown what confirmed the condition or what type of imaging was performed. The patient's last known status was recovered.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 31-jul-2025. It was reported that this is a persistent atrial fibrillation. The patient was ablated in sinus rhythm. The heart was pre-checked for thrombus with computed tomography (CT) and intracardiac echocardiography (ice) imaging. This was a zero-exchange procedure. Thirty (30) ml irrigation was used. Only about 3 ablations were delivered to a single pulmonary vein as this was a re-do procedure. Protamine was given post ablation. The doctor did not deem this event as a neurovascular stroke nor transient ischemic attack (tia). One week after the procedure, the patient reported some arm tingling. No brain lesions have been identified. The patient reported no other deficits and it is the physician¿s opinion that this is not a neurological issue related to varipulse. Section a 3a. Sex was populated as additional information was provided regarding the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).